Event description:
It was reported the customer had no delivery alarms on their insulin pump. Customer's mother stated they replaced the battery and the insulin pump would not turn on. Troubleshooting for the customer's blank display found the customer did not damage their insulin pump. The customer was advised they will be sent a replacement battery cap. Customer was able to retrieve their display with insertion of a new battery. The customer's mother also reported no delivery alarms during the priming process that were resolved with a reservoir change. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.